Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2013, it was reported that on (B)(6) 2013 at 5:00 am the patient's blood glucose level was 400 mg/dl. The patient checked the infusion device and found that it had switched off by itself without providing any alarm or warning message. The patient changed the battery and the device did not start up. She changed the battery again and the device started successfully. She then found that the device had lost the time settings and the device displayed w2 (battery low). The patient corrected the elevated blood glucose via the insulin device and insulin injection. On (B)(6) 2013, the device displayed e8 (power interrupt). The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
According to the pump history the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore the supercap and the surrounding electronic parts are corroded. The supercap were not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump.